Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device was at beginning of life (bol). Last check, the device showed 2.5 years remaining longevity. Boston scientific technical services (ts) discussed possible reason for this issue and suggested to obtain memory information. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.